Event description:
It was reported that during a laparoscopic nephrectomy procedure, the clamp arm of the jaw fell into the pt (could retrieve from the patient). Case completed with another blade. No further pt consequence.